Event description:
Hairline cracked in insulin pump. Pump claims to be water proof. Water got in the thin crack and pump went out. Was without pump for 3 days because of the holiday. Sugars rose very high. Had just had a cosmetic surgery one month prior. Wounds opened up and remained open until (B)(6) 2019. Wound healing issue. FDA safety report ID# (B)(4).